Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a rash. The rash was red and bleeding and was located under the front therapy electrode pad. The patient applied an ointment to the rash. The patient's physician gave the patient a cream and a powder to use on the rash. Follow-up indicated that the rash was improving.